Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure, the patient was woken up from general anesthesia and was moving around significantly, resulting in the foley balloon catheter turning red. Additional traction was applied to the foley balloon catheter to address the issue. The following day, at approximately 3 am, the patient went into clot retention and the catheter was red again. The patient was then administered two (2) units of blood transfusion. Per manufacturer's instructions, bleeding is a perioperative risk of the aquablation procedure. No clinical sequela was reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this complaint. The in-house investigation consisted of a review of the device history record (DHR), labeling and information provided by the customer. A review of the device history record (DHR) for the ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding. A root cause for the reported event could not be determined. A review of the treatment log files was not conducted as these were not available for review. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.